Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they cant get the "level of relief to go higher than one, and when my back is really hurting I want to put it to 3.8 or 4.0 it doesn't stay there". Pt was asked a few different times when this started and they couldn't answer the question. Pt says the anesthesia from implant "scrambled my brain for about 2 weeks". Pt says they were in "horrible pain this morning, and I only felt the stimulation for 2 minutes". Pt says they are on group a . Pt doesn't seem to understand questions that are being asked and could not provide answers to these questions. Pt says they will wait for rep to call them back. . The patient was redirected to their healthcare provider to further address the issue. Pt says they texted their rep and will wait for them to respond.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that replacing the wand worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that if they even cough or change breathing patterns, it will change from excellent to not charging. They noticed the issue in (B)(6) 2024. It's very difficult to actually get it positioned correctly, it may take up to 30 minutes to line it up. They have been advised to purchase a binder and wear it while they recharge. The issue has not been resolved at this time. They have spoken to replace the computer battery with one that doesn't have to be recharged every few days. To them, the design is faulty to have to keep adjusting their position constantlyto eventually get a charge started it very frustrating. They would never recommended the recharging one to any patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.